Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found at the time of turning on the device. There was no patient involvement. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were partly available. Upon functional testing, the fse checked the logfiles and found the error "unable to communicate with geo ipc. The fse measured the voltage of bios battery and found it was 3.1v and confirmed that the geo ipc needed to be replaced. The defective geo pc was returned for analysis, and it confirmed that the motherboard was defective. To resolve the issue, the fse replaced the replaced the geo ipc. After replacement replaced, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movement were unavailable. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the geometry pc and returned the system to use in good working order.